Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14364. It was reported that the patient had a new pacemaker implanted on (B)(6) 2019. On (B)(6) 2019, the patient presented for a follow-up in clinic and upon investigation it was noted that the patient's device pocket was infected. The system was explanted and replaced. The patient was noted to be recovering.